Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when patient recharges her ins it burns inside her, finally last night the patient told the caller: this is really hot. Agent did not ask about the circumstances that led to the reported issue. Worked with caller to slow down the charging speed from 4 to 1 and recommended trying this to see if it made an impact on the hot feeling. They will monitor and if the issue does not resolve recommended they report this to the doctor to address the issue.